Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024 the reported product not holding screwdriver blades or switching from ratchet to reverse. The issue was observed during cleaning. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1 h3, h4, h6: service and repair evaluation: the customer reported that on (B)(6) 2024 the reported product not holding screwdriver blades or switching from ratchet to reverse. The repair technician reported recording error, damaged switch screw and switch button was stuck. Cosmetic test was failed. The item is not repairable per the inspection sheet. The cause of the issue is faulty parts. The item will be forwarded to customer quality. The evaluation was confirmed. Device history review: part number: 311.023 lot number: 578p029 (wo# 17980946) manufacturing site: tuttlingen release to warehouse date: 31-jan-2022 a review of the device history records was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.